Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 30 mg/dl. The patient lost consciousness and a ambulance was called. For treatment, the patient was given fluids and food. The pod was worn on the abdomen. The pod was discarded.